Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked and bent. The returned pen needle was examined and exhibited a bent patient end of the cannula and was tested and was able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (clogged) - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula) patient end of the cannula bent during use of the product by the customer.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown verbiage received, - "needle blocked and needle(s) bent".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbiage received, "needle blocked and needle(s) bent".